Manufacturer narrative:
The returned device was evaluated and performed as designed. No bend was observed in the cannula. No malfunction or other product condition that would have contributed to the reported hyperglycemia was found.

Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. The device was returned to the manufacturer for evaluation and the investigation is in progress. A supplemental report will be submitted upon completion of this activity. Omnipod insulin management system ¿ user guide model: ust400 17845-5a-aw rev b 09/17 changing your pod chapter 3 / pages 33 warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose levels reached 330 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (hip), the pod's cannula was found bent. As treatment, a manual injection of insulin was delivered.